Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and noted this was observed in the prior few years. In addition, the rv pace impedance measurements have gradually been decreasing over the past year, remaining within normal range. Ts noted the oversensing could possibly be the left atrium as this patient has not undergone any ablation procedures. There was a noted large and small signal. The automatic gain control (agc) was decreased however the oversensing still occasionally occurred. Ts recommended programming to fixed agc. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to device coding from high impedance to pace impedance low within normal range.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed and noted this was observed in the prior few years. In addition, the rv pace impedance measurements have gradually been decreasing over the past year, remaining within normal range. Ts noted the oversensing could possibly be the left atrium as this patient has not undergone any ablation procedures. There was a noted large and small signal. The automatic gain control (agc) was decreased however the oversensing still occasionally occurred. Ts recommended programming to fixed agc. This pacemaker remains in service. No adverse patient effects were reported.